Manufacturer narrative:
(B)(4).

Event description:
It was reported that "replace tx and sensor" occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Data was evaluated and the allegation was confirmed as pair new transmitter was confirmed. The probable cause was determine to be transmitter failure. The reported event of a "replace tx and sensor" is reportable based on the finding of a pair new transmitter. No injury or medical intervention was reported.